Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "leak". Healthcare professional additionally reported ¿small slit made to drain the rest of the saline from the implant" not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening device assessed as surgical damage. As per the investigation procedure, crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5; b.6; d.9; h.3; h.6;

Event description:
Healthcare professional reported a left side "leak". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak".